Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, removal difficulties were encountered. The 90% in-stent restenosis was located in a 'mildly to severely' calcified and moderately tortuous distal left circumflex (lcx) artery. An 18mm non bsc stent was implanted approximately two months earlier. The physician successfully crossed with an unknown guide wire and ivus was performed. Dilation was performed with a 3.5 x 10mm flextome cutting balloon. During withdrawal, the cutting balloon may have been stuck in the stent and resistance was encountered. The device was removed without incident. The physician performed ivus and noted the non bsc stent was elongated to 30mm. The procedure was completed with a different device and a non bsc stent was implanted. There were no patient complications and the patient's current status is reported as good.